Event description:
It was reported that when the patient presented in the clinic, non-sustained lead noise due to post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made.